Event description:
It was reported that there was premature battery depletion and implantable neurostimulator (ins) and lead replacement was required. It was noted that the initial lead that was placed either had migrated or was never placed properly to begin with based on a kidney, ureter, and bladder (kub) x-ray. Because of this, the patient had to turn up stimulation to very high levels to get symptom control, therefore depleting the ins prematurely. It was reported that patient symptoms included less than 50 percent therapy relief at the lead location. It was noted that the patient status was no injury.

Manufacturer narrative:
Product ID 3889 lot# v0019, implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).